Manufacturer narrative:
D3: corrected. D9: 1/14/2025. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was able to be confirmed. Motor odometer found to be over 6,000,000. Replaced motor and reset motor odometer to 0. Additionally, it was found that the downstream occlusion (dso) seal was improperly applied. The dso seal was replaced. The upstream occlusion (uso) seal was buckling. The uso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a display motor error. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.